Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a failed battery test alarm on their insulin pump. Customer also reported the alarm occurred after replacing their battery. Customer's blood glucose was 107 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. It was found the customer did not have a aaa alkaline battery on them at the time of the call. Customer will be calling back to troubleshoot. No additional information provided.